Event description:
Boston scientific received information that this patient expired and a patient advocate contacted boston scientific and noted the device did not function properly and the remote monitoring system did not alert them of the patient's death. The patient advocate was referred to the patient's physician.

Manufacturer narrative:
Attempts were unsuccessful to obtain additional information from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.